Manufacturer narrative:
A temporal relationship exists between pd therapy with the liberty cycler set and the patient¿s event of peritonitis. There is no evidence to show a causal relationship between the liberty cycler set and the peritonitis. The pdrn reported caregiver error in terms of aseptic technique as the cause of the peritonitis event. The pd culture results on (B)(6) 2019 both revealed gram-negative bacilli. Antibiotic resistance is common, and response to medical treatment is often poor with the presence of gram-negative bacilli. Compared with uncomplicated peritonitis, relapsed and recurrent peritonitis were associated with higher rates of catheter removal, as was the case with this patient. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three-month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was on route to the emergency room (ER) due to peritonitis. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient had developed some abdominal pain. The patient¿s spouse brought the pd effluent, described as cloudy with fibrin and particles to the outpatient dialysis clinic on (B)(6) 2019. Pd effluent cultures were obtained in the clinic which revealed gram negative bacilli. The patient was sent to the ER and subsequently admitted to the hospital with a diagnosis of peritonitis. Hospital pd effluent culture results were unavailable; however, the patient¿s spouse reported the patient¿s culture had shown the same organism as a prior peritonitis event for the patient. Unspecified antibiotic treatment was initiated. Manual pd exchanges were performed in the hospital until the pd catheter (not a fresenius product) was removed on (B)(6) 2019. On (B)(6) 2019 the patient also had a perm-a-cath inserted with a plan to transition the patient to hemodialysis for several months. The first hd treatment was planned for (B)(6) 2019. The pdrn reported that the event was caused by a lack of aseptic technique by a caregiver. The patient had no issues with the liberty select cycler prior to this event. The event of peritonitis was not related to treatment with the liberty select cycler or any fresenius equipment per the pdrn. The patient remains hospitalized and is recovering from the event of peritonitis.